Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode due to undersensing was observed on the implantable cardiac monitor; the patient was not reported to be symptomatic. No programming modifications were performed. The patient would be followed normally.